Event description:
Information was received from the patient that she was seeking to have the device removed due to a constant cough. She stated she benefited from therapy, but had a cough that never diminished. The device was turned off and the patient was then no longer having the cough. The explant was requested by the patient because she is not using it any longer as a result of the coughing she experienced with the device on. Additional relevant information has not been received to-date.

Event description:
It was reported that the lead and generator were explanted at the request of the patient. No further information has been received to date.